Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a damaged display issue. The pump display is scratched. The screen has gradually dimmed and is difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The reporter did not make an allegation of a dim or fading display issue. There was only an allegation of a damaged (scratched) display.

Manufacturer narrative:
Follow-up #2 date of submission 04/15/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. A damaged display screen lens was not observed during evaluation. The display was functioning per specification.